Event description:
Donor contacted manufacturer and stated that they experienced a severe allergic reaction during an amicus platelet apheresis procedure at the blood collection facility in 2003. The facility reported that the donor complained of throat tightness and the nurse noted hives on the face and periorbital edema. The procedure was discontinued and the donor was given tums. The donor felt better but symptoms recurred and the donor was given 25 mg of benadryl. The donor fully recovered and left the site about 45 minutes later. The donor has since gone to their own personal physician and an allergist to determine what triggered the reaction.